Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number (B)(4) rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the motor / gearbox is leaking grease. Dealer was to call back for RMA when he found out what side leak was on. No injury alleged.

Event description:
Customer alleged the motor/gearbox is leaking. No injury alleged.